Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The device serial number could not be verified. No manufacture date could be determined. The loose belts had damaged the tacho board and tacho disk during the use of the hand crank. The service technician replaced the belts, the tacho board, and tacho disk. The damaged parts were not returned to the manufacturer. (B)(4).

Event description:
On (B)(6) 2011, at (B)(6), the customer reported that for the roller pump module rpm 20-320 single roller pump (article number: 70102.8668, serial number: unverified) attached to the hl20, that when the pump module was placed in the arterial position it made a noise and stopped. It was not possible to hand crank the unit without using two hands and two crank handles as there was considerable resistance to movement. The fault was traced to the two belts which had come off. The hospital reported this to the maquet service representative on 14oct2011. (B)(4).